Manufacturer narrative:
No device was returned for analysis of complaint that the blue suction connector cracked. Investigation was based on photo attached to complaint. Based on the photo, issue was confirmed. The blue suction connector is cracked. Without a sample and more detailed information, unable to perform the investigation (visual inspection and testing) and determine what happened. Root cause of this defect is currently unknown - it could be a molding defect or excessive force used when connector was connected with syringe during use. No device history review (DHR) review was performed because incorrect parts and lot were recorded. There is lot number of different product. Not in relation with this complaint.

Event description:
It was reported that the device inserted on (B)(6) 2025 was found to be faulty. The tube cracked when a 10ml syringe was inserted, an issue that occurred multiple times recently. This required an urgent tube change and the use of device to prevent infection for the patient. There were unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.